Event description:
General report received of an unspecified number of undocumented incidents of disconnections. The tubing sets were being used to deliver unspecified anesthetic medications during surgical procedures. The tubing sets contained a proximal tubing connected to a 4 way stopcock, that is connected to a 3 port manifold, which is connected to a distal tubing. After unspecified lengths of time in use, the anesthesiologist injected unspecified anesthetic medications through one of the ports on the manifolds. It was reported that during the medication delivery, disconnections were reported at either the proximal side, or the distal side, of the stopcocks. The customer contact reported that unspecified volumes of the medications leaked and unspecified volumes of blood backed up in the tubing set. The customer contact reported that the clinicians reconnected the stopcocks to the adapters of either the proximal tubing or the distal manifold. The medications deliveries were resumed. There were no reported adverse pt effects. Although there was the potential for delays in therapies critical for these pts, no delays were reported. No medical interventions were reported. Though requested, no additional info was provided.

Manufacturer narrative:
The devices were discarded. One sealed device was received. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).